Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient underwent surgical intervention due to impaired wound healing related to the ipg site. During the procedure, the ipg was explanted and replaced. The replacement ipg was implanted in a new location. Follow-up revealed the previous ipg site is healing well.